Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy as she had an increase in urgency and frequency. She mentioned being hit in the back near the implant by a door handle that closed on her, after which the symptoms changed. This occurred on (B)(6) 2016. She saw a healthcare provider (hcp) on (B)(6) 2016, who stated it may be something with the battery, but the information was only obtained from looking it up on the internet by the hcp. The patient stated that she had the battery checked in (B)(6), it showed ok, and she was still able to successfully connect. She was being referred to an urologist. A nurse later reported that the child hit the implantable neurostimulator (ins) with a door on (B)(6) 2016, not the (B)(6). The nurse added that the patient also had pain as well as worsening of interstitial nephritis symptoms on the (B)(6). The ins was checked in (B)(6) 2016 and was still functioning at that time. The patient could not be seen by a new hcp until (B)(6). The nurse intended to set up an appointment to have a manufacturer representative (rep) come by and take a look at the system. The patient¿s indications for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.